Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump was scratched and damaged. Customer advised the deep scratches on the display screen made it difficult to read. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, reservoir tube cracked and missing end cap sticker. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir tube lip completely\broken off.